Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date was unknown. According to the complainant, the snare loop wire was broken. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.